Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultralink meter was showing the ¿apply sample¿ message when the patient was attempting to test. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged issue first occurred during the morning of (B)(6) 2017. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The same morning the alleged product issue occurred, but at an unspecified time later, the patient developed the symptom of ¿tired¿; however, did not require any form of treatment as a result of this symptom. At the time of troubleshooting, the cca noted that the patient was using the correct test strips and their testing steps were correct. However, the alleged product issue remained unresolved. The products were requested for evaluation replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a product malfunction as the alleged product issue could not be resolved with troubleshooting.